Event description:
This follow up report is being submitted due to the return and evaluation of the device involved in this event. Initial report details: the needle broke on the trachea during puncture, the tip has been retrieved with a forceps.

Manufacturer narrative:
PMA/510(k) #k160229. 1 unit of lot c1515647 of echo-hd-22-ebus-p-c was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation. The needle was found to be broken distally. Prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p-c of lot number c1515647 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1515647. The notes section of the instructions for use, which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. The failure of needle broken was observed in the laboratory. A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. As there was no additional information shared a possible root cause is difficult to determine but could be attributed to the needle breaking after hitting the tracheal rings during the procedure as indicated by the complaint description. Complaint is confirmed as the failure was verified in the laboratory. The tip of the needle has been retrieved from the patient with a forceps. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #k160229. Complaint device was not returned therefore a document based review will be performed. Prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p-c of lot number c1515647 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1515647. The notes section of the instructions for use, which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. The failure of needle broken was concluded from the available information. A definitive root cause could not be determined from the available information. As there was no additional information shared a possible root cause is difficult to determine but could be attributed to the needle breaking after hitting the tracheal rings during the procedure as indicated by the complaint description. Complaint is confirmed based on the customer's testimony. The tip of the needle has been retrieved from the patient with a forceps. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The needle broke on the trachea during puncture, the tip has been retrieved with a forceps.